Event description:
During routine testing of the device at the service center, the service technician reported the hook knob was missing from the calibrator. This calibrator was originally returned for repair of a cf0b error code failure when the hook knob was found to be missing. Since the event occurred at the service center, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.